Event description:
Per the clinic, the patient developed an post-surgical infection. The patient underwent a surgical procedure on (B)(6), 2011 to revise scar tissue and to place a longer abutment. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As per the patient's surgeon, the new abutment has healed and the patient has resumed use of the device.no further issues were reported.this report is filed (B)(4), 2013. Implanted device remains.